Manufacturer narrative:
Date of event and implant date are approximated since unknown.

Event description:
It was reported thrombus occurred on the closure device. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During the three month follow up, thrombus was noticed on the closure device. It was further reported that the laa was completely sealed post procedure. The thrombus was on the central hub of the closure device. The thrombus was resolved with novel oral anticoagulation medication.

Manufacturer narrative:
Date of event and implant date are approximated since unknown.

Event description:
It was reported thrombus occurred on the closure device. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During the three month follow up, thrombus was noticed on the closure device.